Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device was received and evaluated. Visually, there were no defects observed.. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device u1606090 number, and no non-conformances were identified. The foot switch was mated with a vapr vue test generator. The hand piece was connected to a vapr vue generator to test its functionality and was recognized.the electrode tip was submersed in a saline container and was tested in both ablate and coagulation modes. The electrode passed both the tests. Hence the root cause for the reported failure cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that at the moment of pressing buttons, the vapr premiere50 electrode with hand control was activated but it didn't cut or coagulate. It was replaced by another unit, which presented no problems.